Event description:
It was reported that an uneventful novasure endometrial ablation was performed on (B) (6) 2010. No perforation was seen on a post hysteroscopy. The patient returned to the hospital on (B) (6) 2010, with severe pain in the lower abdomen and an "acute abdomen". She was admitted and was seen by a general surgeon. He performed a laparoscopy and noted a small bowel perforation in the jejunum, with purulent drainage. A resection of the bowel with end-to-end anastomosis was performed. Additionally, the surgeon saw blanching of the uterine fundus but no perforation. A hysterectomy was performed. The patient was discharged on (B) (6) 2010, but returned on (B) (6) 2010, due to leaking of her anastomosis. It is unknown what treatment was given at this admission but the patient was discharged on (B) (6) 2010. The physician reported, the pathology report showed thermal injury through the myometrium and on the surface of the bowel. Additionally, he reported, the patient has not returned for follow-up since her most recent discharge from the hospital.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B) (4)